Event description:
A discordant advia centaur (B)(6) result was obtained on a pt sample. The result was reported to the physician. There are no reports of pt intervention or adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
A siemens field service engineer was sent to the customer site. The fse tightened reagent probe 1, which was loose and adjusted the sample probe cuvette bottom position, which was high. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.